Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system wold not put up properly. The mvs computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic but was not analyzed at the time of filing. Other relevant device(s) are: product ID: b i71000520, serial/lot #: (B)(4) : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that while booting on the mobile view station (mvs), they are getting an error stating that there may have been damage hurting the system's integrity. Reboots did not resolve. No patient present.